Event description:
It was reported by repair work order that the nurse call was not functional due to damaged jack screws. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.